Event description:
The customer reported erratic creatinine module (crem) results, for two patients, involving unicel dxc 800 synchron system. Patient number one obtained an initial result of 1.76 mg/dl which was considered outside of the total crem precision claim (2 standard deviation) of 0.4 mg/dl. An amended result of 0.88 mg/dl was issued to the hospital. Patient number two obtained an initial result of 1.35 mg/dl, within the precision claim. An amended result of 0.96 mg/dl was issued to the hospital. There has been no report of patient injury or change in patient treatment associated with this event. The customer noted quality control (qc) was erratic during the event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the creatinine module and resolved the issue. The instrument conformed to the manufacturer's published performance specifications.